Manufacturer narrative:
Correction: this report is to retract 2017865-2021-16903 submitted on 29 apr 2021. This report was erroneously submitted. This device is an investigation device exemption product and is not reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable cardioverter-defibrillator presented with atrial channel oversensing that resulted in automatic mode switch episodes. No changes were made. The patient was stable.